Manufacturer narrative:
Philips service replaced the cooling unit assembly cu 3101 and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that cooling unit failure caused tube anode error imaging unavailable on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.